Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, the device was implanted via l-p shunt at 160mmh2o. On (B)(6), the device was replaced by ns9008 due to breakage of abdominal catheter, pain and inflammation associated with csf leakage. (B)(4).